Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regn0248 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported by the customer "nurses state the introducer sheaths in the central venous catheter kit are soft, easy to split, and unable to be pushed." A specific number of affected devices was not provided by the complainant. No other information was provided.